Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that the customer experienced difficulty while inserting the intra-aortic balloon (iab) into the provided sheath. They had to open another kit and were then able to insert the new iab using its provided sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: lead tech. Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).